Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy, it was reported the gasket on the seal was torn. Another was used to complete the case. There was no consequence to the pt.